Event description:
It was reported that during a scheduled surgery for cervical lymph nodes the patient was intubated with a nerve monitoring et tube. At the midway point of the case, the patient developed hypoxia. The patient was extubated, immediately re-intubated and the case proceeded without further delays. The patient did not experience a reportable serious injury as a result of this product problem.

Event description:
It was reported that during a scheduled surgery for cervical lymph nodes, the patient was intubated with a nerve monitoring et tube. At the midway point of the case, the patient developed hypoxia. The patient was extubated, immediately re-intubated and the case proceeded without further delays. The patient did not experience a reportable serious injury as a result of this product problem.

Manufacturer narrative:
(B)(4). Device description the medtronic emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff. The tube is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. The medtronic nim's family of nerve monitors is the recommended emg monitor for use with the emg endotracheal tube. Proper sizing, intubation and extubation should be in accordance with accepted medical techniques and expert clinical judgment. A tube that is one size larger than standard selection is recommended whenever possible to improve electrode contact with vocal cords. The proper size tube for the patient should be determined prior to intubation by the anesthesia provider and/or surgeon. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the ''tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube.'' For safe and accurate emg monitoring, proper handling, insertion and placement of electrodes and probes is critical. Review the appropriate user's guide for the monitor being used for the procedure. It is strongly recommended that the clinician(s) have a thorough understanding of and experience with intraoperative emg monitoring prior to using the emg endotracheal tube in a surgical procedure. This device is not intended to replace the surgeon's medical judgment or knowledge of neural anatomy and physiology. It is intended to provide the surgeon with an additional tool with which to make better-informed decisions regarding the surgical procedure. Visualize electrode contact with the vocal cord musculature. The 30 mm length of electrode exposure is located primarily on the posterior aspect of the tube with a midpoint of approximately 90 mm above the caudal tip of the tube. This area of the tube, with contrasting color, must be in contact with the vocal cord musculature. Confirm the depth of intubation via the standard procedure for such tubes. The emg endotracheal tube has depth markings on the surface of the tube. Electrode depth and location should be checked against preoperative endoscopic inspection using these markings. Inflate the endotracheal tube cuff with a minimum volume of air or nitrous oxide injected with a syringe through the cuff inflation valve, to create an airtight seal and ensure against slippage of the tube in situ. Monitor the cuff volume routinely to ensure an adequate seal is maintained. To minimize the effect of cuff leakage over time, saline may be used to inflate the cuff. Take care when rotating the patient's head and neck during the procedure as displacement of the emg tube may occur, resulting in false negative responses. The device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. No medwatch 3500a form was received from the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
A product analysis was performed by a q.e. On (B)(4) 2011. The sample was received in a customer sterilization bag, labeled as not having been decontaminated. The wire harness was wrapped and affixed to the tube with surgical tape, the sample was slightly bloody. With the unaided eye at approximately 10 to 18 inches the tube was visually examined for anomalies. The tube was found to be in good condition, no anomalies were found. There was no delamination apparent, patency was visually determined, circumferential reinforcement wires were all intact, with no damage apparent. There were no bite marks detected, and the tip of the tube was intact, showing no deformation. The cuff was inflated with air using a 30 cc syringe; this represents an over inflation, and a worse-case challenge on the cuff. The cuff remained inflated, and no leak was detected. With the cuff still inflated, patency was visually determined. There was no electrical testing conducted at this time, due to the fact that the complaint is not related to the electrical properties of the emg tube. Attached photographs support these observations. Summary of the evaluation is that the tube performs as expected, and shows no damage. The complaint is unconfirmed.